Event description:
A report was received on (B)(6) 2024 from a nurse at a critical care facility stating, dialysate bags broke while initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 01 apr 2024 from the nurse stating the electrolyte solution from the dialysate bag splashed a nurse on the face. No symptoms or medical intervention were reported.

Manufacturer narrative:
No product was received for evaluation. Photos were provided which confirmed the presence of a leak from the small chamber perimeter seal. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician's' prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.